Event description:
It was reported that while in the operating room, the md inserted the sheath via the internal jugular vein. "Within two mins of insertion the 7fr thermodilution catheter leaked." "Due to the health of the pt, it was decided to keep the 8.5 fr percutaneous sheath introducer in place and manage the leak of blood into the contaminations shield." The registered nurse stated that "they will remove the sheath in 24 hrs and sent the sheath back to arrow for an eval."

Manufacturer narrative:
F/u report will be filed if add'l info becomes available.